Event description:
It was reported by the contact that the customer's blood glucose level was above 280 mg/dl. The contact had contacted the healthcare provider and the basal rates were increased. The contact reported that the pump was functioning as expected.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.